Manufacturer narrative:
This malfunction was first reported to FDA by the customer via medwatch (B)(4). The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion

Event description:
The pa placed PICC in patient. After line was inserted into patient, pa and rn discovered that line had a crack in it and was leaking when flushed. Line then removed. This was discovered prior to using line for ivf and prior to x-ray for placement.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: this complaint cannot be classified as no faulty sample was received from the hospital. Due to the missing sample and further information, the root cause of this issue could not be confirmed. We were not informed what kind of disinfectant was used (water based or alcohol based) by the customer. From previous complaints we learn of various possible causes of a catheter leakage: excessive tensile force. The usage of small syringes can result in catheter rupture and embolism. Concerning this problem, we have listed in the product's IFU: "do not use syringes smaller than 10 cc, as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of hand-held syringe." Small syringes generate higher pressures than larger ones. Furthermore, we warn: "if the catheter is not used immediately, or its use is temporarily discontinued, it is necessary either to leave an infusion connected all the time to both lumens or to block the catheter according to your hospital protocol.". Alcoholic disinfectants may irreversibly damage the catheter, as mentioned in the product IFU: "avoid any contact of the catheter tubing to alcohol containing disinfectants", "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants." Moreover, we have a warning leaflet in each blister which declares: "never use organic solvents such as alcohol directly on the catheter, it may weaken the material. If an alcohol-based disinfectant is used on the insertion skin area, it must dry completely before exposing the catheter to any mechanical stress. A review of the batch history records was performed for batch no. 8138681 and 8150923, and no deviations were found. The batches complied to their specifications and were released. Corrective action: due to the missing sample and further information, the root cause of this issue could not be confirmed. No further corrective action was initiated by quality management.

Event description:
The pa placed PICC in patient. After line was inserted into patient, pa & rn discovered that line had a crack in it and was leaking when flushed. Line then removed. This was discovered prior to using line for ivf and prior to x-ray for placement.